Event description:
The customer reported via phone call that they had unexpected restart alarm. The customer stated the alarm occurred during normal use. It was also found the alarm was not recurring during normal use. The alarm history also showed a signal too low alarm occurred. Customer's blood glucose was 65 mg/dl. The customer also reported a no delivery alarm occurring. The customer stated their reservoir was empty. Customer declined to troubleshoot for their low blood glucose. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.